Event description:
In (B)(6) my daughter was eligible for an upgrade on your insulin pump. We use medtronic products. The pump was upgraded to the enlite 530g with the glucose sensor. We have an issue with the sensor suspending the insulin pump. The sensor readings were well below the blood sugar readings and the pump would be suspended in the early morning hours while my daughter would be sleeping. For example: blood sugar would be 145 and sensor would read below 70 and suspend her pump. She would wake up with blood sugar numbers in the 400's. We troubleshot the sensor with medtronic, even had a rep to our house to walk us through and after several months of problems with the sensor, my daughter will no longer use the pump or sensor and is back on daily shots. We tried using the system from (B)(6) 2013 to february 2014.